Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The rite electrical test failed due to earth leakage current failed performance specification. An internal inspection found signs of fluid ingress. The assignable cause of the rite electrical test failure was determined to be fluid ingress to the pump assembly shorting to ground. The device will be scrapped during service. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.